Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color according to the standard procedure. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The device was stored and prepared according to the instructions for use, and the physician was certified in its use. There was no visible device or package damage prior to use, and the sheath introducer used was unknown. Angiography confirmed femoral artery suitability, but the vessel diameter was not verified to be =5 mm. There was no calcification, tortuosity, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing vascular complications at the access site. There was no difficulty connecting the device, the indicator wire cowling locked with an audible click, pulsatile flow was observed, and the device and sheath were retracted together appropriately. The physician maintained thumb position on the deployment button during retraction. The indicator window did not show red color during retraction, and the indicator wire loop was not visible upon device removal. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18448637 presented no issues during the manufacturing process that can be related to the reported event. The reported event of " indicator wire deployment difficulty unable" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change color according to the standard procedure. There was no reported patient injury. The device was used in an interventional procedure with an antegrade approach. The device was stored and prepared according to the instructions for use, and the physician was certified in its use. There was no visible device or package damage prior to use, and the sheath introducer used was unknown. Angiography confirmed femoral artery suitability, but the vessel diameter was not verified to be =5 mm. There was no calcification, tortuosity, nearby stent, significant stenosis, prior closure within 30 days, or pre-existing vascular complications at the access site. There was no difficulty connecting the device, the indicator wire cowling locked with an audible click, pulsatile flow was observed, and the device and sheath were retracted together appropriately. The physician maintained thumb position on the deployment button during retraction. The indicator window did not show red color during retraction, and the indicator wire loop was not visible upon device removal. The device was returned. The device is being returned for evaluation.